Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced fluctuating blood glucose while using the ilet, with documented highs up to 324 mg/dl and lows down to 48 mg/dl, associated with pausing insulin delivery and overtreating hypoglycemia; education was provided by customer care agent on how these behaviors can maladapt the ilet¿s glucose control, and oral glucose such as juice or tablets was used for treatment. Symptoms included low glucose, high glucose, and rapidly falling glucose, though the patient reported being generally asymptomatic. Outcomes included successful troubleshooting and education, including discussion of a fasting reset and arranging after-treatment follow-up with a medical professional. Investigation included review of device report logs and case history, along with user interview and education. Investigation of this case revealed that user behavior¿specifically suspending insulin and overtreating lows¿contributed to the observed glycemic variability rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related behavior and use error.